Event description:
It was reported that during a cardio thoracic procedure, when the device was fired, only the first 3/4 clips from the left side of the cartridge came out. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? If yes, was the cut line complete? What was the product code and lot/batch number for the stapler used with the ecr45b cartridge (ex, ec45, sc45, ec45a, etc)? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip?